Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log file showed that the flexspot pc did not start. During troubleshooting, the philips engineer found that the system failed to recover software. The fse installed the software, troubleshooted software load issues and fixed loose connection at mains pc and replaced flexspot pc. Upon further inspection, the philips engineer found that the control room display was not covering both pcs and the system log file showed license errors. The fse reinstalled correct license files to flex pc and completed all backups. The defective flexviewing pc was returned to philips for further analysis. The analysis confirmed the malfunction of the pc and identified that the cause was due to hd led 1 off/ failed hdd bay. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.